Event description:
It was reported to philips that the geometry computer was intermittently unable to boot, which can impact geometry. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and confirmed that the geo pc was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the geometry pc was bad. To resolve the issue fse replaced tsm. The same issue reoccurred after a few days, where fse replaced the new tsm (unit b), removed the previous unit, and loaded the appropriate software. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.